Manufacturer narrative:
Product analysis: the stylus assembly was found to be coming apart, allowing the tip to move out of place. The printer drawer was found to be missing a bushing, preventing paper from being held to printer head. The storage door was missing. A hinge was found to be loose with a cracked cover and missing screws. The handle was found to be broken. The fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited intermittent unresponsiveness to the stylus. It was further reported that the programmer's printer was only printing on half of pages. It was further reported that the programmer storage door had a latch that required replacement. The programmer was returned for service. No patient complications have been reported as a result of this event.